Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had air bubbles in their reservoir. It was noted that the air bubbles could have been caused by their temperature being warmer. The customer¿s blood glucose was 11.2 mmol/l. No further details were given. The product will not be returned for analysis.